Event description:
The physician reported that a re-intervention was performed to re-position the associated dislodged ventricular lead. It was indicated that both leads were disconnected from the pacemaker and the ventricular lead was repositioned and then reconnected. The physician then incurred problems to re-connect the atrial, since clicking of the associated screwdriver could not be obtained. After repeated insertion and removing of screwdriver, the silicone cover positioned above the setscrews detached from the header. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that a re-intervention was performed to re-position the associated dislodged ventricular lead. It was indicated that both leads were disconnected from the pacemaker and the ventricular lead was repositioned and then reconnected. The physician then incurred problems to re-connect the atrial, since clicking of the associated screwdriver could not be obtained. After repeated insertion and removing of screwdriver, the silicone cover positioned above the setscrews detached from the header. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical and mechanical characteristics are within specifications. The reported silicone cap detachment was confirmed by this analysis, as well.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that a re-intervention was performed to re-position the associated dislodged ventricular lead. It was indicated that both leads were disconnected from the pacemaker and the ventricular lead was repositioned and then reconnected. The physician then incurred problems to re-connect the atrial, since clicking of the associated screwdriver could not be obtained. After repeated insertion and removing of screwdriver, the silicone cover positioned above the setscrews detached from the header. Another pacemaker was subsequently implanted instead.